Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: an opening, crack valve, wear abrasion, crease fold, and white particles in the shell. Leak test and microscopic analysis was performed which identified: crack valve and a striated opening on anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.